Event description:
This case was initially received via regulatory authority (reference number: mw5076681) on 04-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pain around my ovaries/ tubes and uterus"), the first episode of genital haemorrhage ("she bled for a year") and the second episode of genital haemorrhage ("large clots/spotting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin), clonidine, duloxetine hydrochloride (cymbalta), montelukast (singulair), oxcarbazepine (trileptal) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), the first episode of genital haemorrhage (seriousness criterion medically significant), cyst ("cysts"), uterine leiomyoma ("fibroids"), the second episode of genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("sexual intercourse extremely painful"). The patient was treated with morphine, hydrocodone, solpadeine (tylenol 1) and ibuprofen. At the time of the report, the pelvic pain had not resolved and the cyst, uterine leiomyoma, the last episode of genital haemorrhage and dyspareunia outcome was unknown. The reporter considered cyst, dyspareunia, pelvic pain, uterine leiomyoma, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: cysts and fibroids ultrasound scan - on an unknown date: cysts and fibroids. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw (B)(4)) on 04-may-2018. The most recent information was received on 14-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pain around my ovaries/ tubes and uterus"), the first episode of genital haemorrhage ("she bled for a year") and the second episode of genital haemorrhage ("large clots/spotting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin), clonidine, duloxetine hydrochloride (cymbalta), montelukast (singulair), oxcarbazepine (trileptal) and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), the first episode of genital haemorrhage (seriousness criterion medically significant), cyst ("cysts"), uterine leiomyoma ("fibroids"), the second episode of genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("sexual intercourse extremely painful"). The patient was treated with morphine, hydrocodone, solpadeine (tylenol 1), ibuprofen and surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved and the cyst, uterine leiomyoma, the last episode of genital haemorrhage and dyspareunia outcome was unknown. The reporter considered cyst, dyspareunia, pelvic pain, uterine leiomyoma, the first episode of genital haemorrhage and the second episode of genital haemorrhage to be related to essure. The reporter commented: patient had to have a hysterectomy on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: cysts and fibroids ultrasound scan - on an unknown date: cysts and fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.